Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 6:30 pm. Customer mentioned 3 hospitalization due diabetic ketoacidosis. The cannula was bent. Customer said the incident happened on (B)(6) 2017. Customer blood glucose at the time of the incident is 1000 mg/dl. Customer was also hospitalized on (B)(6) 2017 with blood glucose reading on 900 mg/dl. Current blood glucose reading was 531 mg/dl. Customer drive supporting cap is normal. Customer visited gastroenterologist on (B)(6) 2017 with blood glucose over 600 mg/dl. Customer are ok to do troubleshooting. Customer is treating their high blood glucose with manual injection and the insulin pump. The nature of the treatment is hospitalization. The customer is reporting the incident. Prior the hospitalization, customer was going bathroom frequently, throwing up and aching. Customer was admitted to intense care unit and put on an insulin drip. The customer was wearing the insulin pump while hospitalization. Insulin pump will not be returning for analysis. Set will be returning for analysis.